Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. It was stated that the alarm history was reviewed and found multiple no delivery alarms for more than two months. While troubleshooting, the call was disconnected. The customer called back and stated that he has suspended the insulin pump overnight for multiple hours. It was stated that the customer entered blood glucose of 112mg/dl without using the meter and bolusing for high amounts of grams without eating. Ran a fixed prime test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.